Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling. Pt involvement is unk. The nellcor puritan bennett customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the gui pcb. The unit passed extended self testing.

Manufacturer narrative:
Multiple attempts have been made to get additional information but no customer response. The vent has been repaired and tested. The vent passed all testing.